Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat mixed tricuspid regurgitation (tr) with a grade of 5 on a patient dense chordae and pacemaker leads. A triclip xtw was inserted and deployed on the tricuspid valve without issues. To further reduce tr, a second clip, triclip xtw (60116r1062), was inserted and steered down to the valve. However, difficulties with imaging and a septal hugger occurred, and while steering down to the valve, the second clip became caught on a pacemaker lead. Troubleshooting was performed to free the clip and was successful. It was noted that while troubleshooting, f-knob rotation was applied and flex-angle exceeded 90 degrees, leading to a banana shape of the cds. Therefore, the clip was removed and replaced. A third clip, a triclip xtw (60119r1096), was then inserted and grasping was performed. However, the third clip became caught in the chordae. Troubleshooting was performed, and the clip was able to be freed. The clip was repositioned to be placed on the posterior and septal leaflet. However, the third clip became caught in chordae. Troubleshooting was performed, but the clip was unable to be freed, and chordae damage was observed. Therefore, the clip was implanted where it was stuck, attached to one leaflet and with chordae. The clip was unable to be completely closed and remained at an angle of 10-15 degrees. The clip was noted to be stable after deployment. The procedure was completed with three clips implanted, and the tr remained at a grade of 5. There was no clinically significant delay in the procedure. The patient was reported to be stable.

Event description:
It was reported that a triclip procedure was performed to treat mixed tricuspid regurgitation (tr) with a grade of 5 on a patient dense chordae and pacemaker leads. A triclip xtw was inserted and deployed on the tricuspid valve without issues. To further reduce tr, a second clip, triclip xtw (60116r1062), was inserted and steered down to the valve. However, difficulties with imaging and a septal hugger occurred, and while steering down to the valve, the second clip became caught on a pacemaker lead. Troubleshooting was performed to free the clip and was successful. It was noted that while troubleshooting, f-knob rotation was applied and flex-angle exceeded 90 degrees, leading to a banana shape of the cds. Therefore, the clip was removed and replaced. A third clip, a triclip xtw (60119r1096), was then inserted and grasping was performed. However, the third clip became caught in the chordae. Troubleshooting was performed, and the clip was able to be freed. The clip was repositioned to be placed on the posterior and septal leaflet. However, the third clip became caught in chordae. Troubleshooting was performed, but the clip was unable to be freed, and chordae damage was observed. Therefore, the clip was implanted where it was stuck, attached to one leaflet and with chordae. The clip was unable to be completely closed and remained at an angle of 10-15 degrees. The clip was noted to be stable after deployment. The procedure was completed with three clips implanted, and the tr remained at a grade of 5. There was no clinically significant delay in the procedure. The patient was reported to be stable.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to remove (entanglement) associated with the device interaction with the lead was due to procedural circumstances. The reported poor imaging appears to be related to challenging patient anatomy (extreme shadowing). The reported positioning failure was a cascading event of the reported difficult to remove (entanglement) associated with the device interaction with the lead and difficult imaging. There is no indication of a product quality issue with respect to manufacture, design, or labeling.